Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient identification, weight and ethnicity were not provided for reporting. This report is for (band aid brand frozen 20s (jp 2016) ap 4901730150118 0037601187apa ). Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand decorated waterproof bandages princess 15ct USA 381371190539 381371190539usa 381371190539usa). Upc = (B)(4). Lot number = (10)ni expiration date = na UDI: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device is not distributed in the united states but is similar to device marketed in the USA (band aid brand decorated waterproof bandages princess 15ct USA 381371190539 381371190539usa). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. If information is obtained that was not available for this initial medwatch, an additional follow-up medwatch will be filed as appropriate.

Event description:
A mother reported an event with band aid brand waterblock decorated. When the reporter¿s (B)(6)-year-old daughter (consumer) got a scratch on her thigh several days after the reporter purchased the product, the reporter applied it to the consumer¿s scratch. About 4 hours after the reporter applied the product, she tried to remove the strip because she gave the consumer a bath. The consumer complained of pain at that time because of too strong adhesion of the product. When the reporter took the time to remove it slowly, the consumer¿s skin of the application site of the tape part peeled off and became inflamed. As of this reporting, the consumer¿s symptom resolved with a drug prescribed by a dermatologist.